Event description:
Meter name: one touch ii, strip name: unk, meter code: unk strip code: unk, strip storage: unk, symptoms: dry mouth and not able to breathe well, a pt reported they were hospitalized. Their meter allegedly would only prompt unit display flashes/battery icon/pila message. The result on the hospital meter was 285 (no units). The time difference between pt's meter and hospital meter was unk. Pt was not treated. No further info has been reported.